Manufacturer narrative:
The date of event was corrected to november 29, 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or bent or damaged cannula, or to determine their root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.a166usqs1aya2. Hardware: sm-a166u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy upon attempted pod application. It was further noted that the cannula was later observed to be bent and damaged, described by the patient as ¿snapped in the middle". The pod was not worn and a new one was applied. There was no impact to blood glucose levels reported.